Event description:
Information was received from a patient who was receiving an unknown drug at unknown concentration, dose and frequency via intrathecal drug delivery pump for chronic pain. It was reported that the pump had become completely infected with staph infection which was being cultured at the time of this report. Surgery was scheduled on the date of this report at 1pm to remove the pump and catheter to help prevent the patient from getting meningitis. No further complications were reported.